Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received numerous shocks from their implantable cardioverter defibrillator (ICD) for ventricular tachycardia storms. The ventricular assist device (vad) appeared to be working appropriately. Log files were submitted for review and captured some low voltage advisory events on battery power due to normal battery depletion. There were some low voltage hazard events on (B)(6) 2026 due to the mobile power unit (mpu) losing total power. As of (B)(6) 2026, the patient was discharged from the hospital to with plans visit with their ventricular assist device coordinator.